Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated that on occasion they got a shocking sensation in their left hip joint after an episode of incontinence and only at night. They stated this happened once or twice per month and this had been going on for about a year. They had not kept a voiding diary, but felt the device helped their incontinence. The patient denied any falls or anything that may cause the shocking sensation, except that it occurred after they had an episode during the night. The shocking was described as brief and quick. The rep programmed the stimulation, 3-, 1+, pulse width 210, rate 14 and stimulation was felt vaginally at 1.0v. They used this setting because an impedance check showed elevated impedance on 0 and 1,0 and 2,0 and 3 when ran at 1.0 volts and a pulse width at 300. It was reported that the issue was resolved at the time of the report. No further complications were reported or anticipated.